Event description:
It was reported that during a routine shift check, the device displayed user advisory 16 (timeout moving to take-up position) and user advisory 17 (max motor on time exceeded during active operation). The platform sounds abnormal when winding the lifeband. The lifeband did not completely wind when pressing "start" after the device was powered on. No other info was provided.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated.